Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent deformation). Patients condition affected effectiveness of device (severe tortuosity and calcification). Deformation problem. (Device not returned). Conclusion results: inherent risk of procedure (stent deformation). Device failure/lack of effectiveness related to patient condition (severe tortuosity and calcification).

Event description:
A resolute integrity drug-eluting stent was been used to treat a lesion in the proximal cx. The lesion was severely tortuous and calcified. Device was removed from packaging per IFU. Device was inspected prior to use with no issues noted. Resistance was encountered when advancing the device. During delivery through a jagged calcified bend in the cx the stent struts became damaged and stretched but remained on the delivery system. The device was removed and two shorter resolute integrity stents were used to treat the lesion successfully. There were no patient clinical sequelae reported. Device photo evaluation: a photo of the device was provided for evaluation. There were raised and deformed stent struts evident in the distal and mid stent locations.